Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: indicated to perform a 100% visual inspection to verify the pouch is free of contamination. Any contamination must be reported during to manufacturing process. This affected lot and was performed according. As is mentioned on operation: ¿clean room packaging (inner pouch)¿ as follows: ¿visually check the pouched unit for particulate or any visual defects¿. Document have specific criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2. Documents have instructions to correctly gown and degown to enter and exit the clean room. Gowning procedure is part of the basic training given to all personnel; it requires using hair covers, beard covers (if applicable), shoe covers and gowns to preclude that loose particles or fibers contaminate the product or work surfaces. Also, a daily cleaning of work surfaces is performed to maintain a high level of cleanliness. Complaint lot was manufactured in an iso class 7 clean room in our facility that complied with internal requirements of procedures. Environmental control site and environmental control. Our processes include comprehensive environmental controls for all personnel and material entering this room and routine specified monitoring of environmental conditions including work surfaces, equipment, personnel and the room itself. Therefore, is considered these method factors do not contribute to the reported complaint defect. Material affected (discoloration) during/after sterilization process product is sterilized using gamma radiation, it kills bacteria by breaking down bacterial dna, inhibiting bacterial division. Energy of gamma rays passes through the equipment, disrupting the pathogens that cause contamination. Ionizing radiation can modify physical, chemical and biological properties of materials. This process must be considered a factor for product discoloration one (1) sample of part number 034-lif-304-1 was returned to flex medical for evaluation. Incoming inspection records for the inner pouch, part number lif-405345, lot numbers 31390529 & 31392014 and outer pouch, part number lif-405348, lot numbers 31391701, used in the lot of the reported complaint were reviewed and no issue was found. Accordingly bags shall be free of particle, grease, dirt, oil, folds, creases and discoloration and lot used met these requirements. Therefore, is considered this material factor does not contribute to the reported complaint defect. Foreign material was not detected during inspection. When sample was evaluated, a hair was found between reservoir and inner pouch. Particle was identified after outer and inner pouch were opened. This could have happened during pouch seal process at manufacturing line and were not detected by the inspector. The criteria for contamination external to reservoir and internal to inner pouch: dirt/grease/oil/smudges, foreign matter greater than 1 mm2. Particle detected is greater than 1 mm2. Therefore, this man factor does contribute to the reported complaint defect. Therefore, is considered this material factor does not contribute to the reported complaint defect. Failure mode reported by customer was verified during sample evaluation because foreign particle like a hair was found on sample received for evaluation. Based on the present analysis, it is determined that the reported complaint is confirmed. Particle like a hair was found inside inner pouch, according to our document particle is not acceptable as foreign matter not greater than 1 mm2, inside inner pouch. Corrective actions will be addressed through CAPA (B)(4).

Event description:
It was reported a patient underwent an unknown surgery on an unknown date a reservoir was used. It was found that there had been a foreign substance like a clothes fiber in the outer bag of the reservoir. The foreign substance had been caught at the sealed area at the right edge of the outer bag. The product was not used on the patient. Further details are not provided there were no adverse consequences to the patient. Upon receipt and analysis of returned sample, discovered a "hair like" substance.